Manufacturer narrative:
An investigation was performed in response to a complaint of error 4013 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) inspected the diluent syringe drive and found that the syringe drive lead screw was hard to move up and down due to friction. The fse replaced the diluent syringe assembly to resolve the issue. . In conclusion, this investigation confirmed a failure of the syringe drive due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-360 training manual under troubleshooting states the following: [4013] problem: spec. Sy home not found. Cause: the home position of the specimen syringe motor cannot be detected. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. (B)(4).

Event description:
Customer reported an error 4013 spec. Sy home not found on the aia-360 analyzer. The customer reset the power, primed diluent, washed sample nozzle and completed find. The error returned during a quality control (qc) run. This is a reportable event based on delay in reporting patient results for intact parathyroid hormone (ipth) analyte.